Event description:
Asku

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received. Review of manufacturer's database verified patient death and that (B)(4) had been replaced prior to patient's death. There is no allegation from a health care professional that death was device related. The cause of death has been researched and not received. It was later reported the fidelis lead was infected, "prophylactic tx."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Review of manufacturer's database verified patient death and that the sprint fidelis had been replaced prior to patient's death. There is no allegation from a health care professional that death was device related. The cause of death has been researched and not received.

Event description:
Attorney alleges "on (B) (6) 2005, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." As result of lead, patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced" and "died as a direct and proximate result of defects" in lead.